Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic ballon pump(iabp) autofill alarm issue while device prior to use. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(investigation type, investigation findings, investigation conclusion, component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were unable to duplicate the alarm and the product passed all functional/safety tests per manufacturer specifications before being cleared for use.